Event description:
It was reported to boston scientific corporation that an agile esophageal partially covered stent tts was implanted in the gastroesophageal sphincter to treat a stricture during a therapeutic gastroscopy procedure performed on (B)(6) 2024. The patients anatomy was not tortuous and not dilated prior to stent placement. Ten days post stent placement, the patient experienced severe vomiting that likely caused the stent to migrate proximally. The stent was ultimately coughed out and expelled through the mouth. According to the physician, the stent was too small for the patient's anatomy. There has been no new stent implanted, but the physician plans to implant another stent with a larger diameter size to address the patient's stricture while reducing migration risk. The patient condition was reported to be deteriorating.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf impact code f08 captures the reportable event of patient admitted to hospital beyond the standard of care.